Event description:
Rptr complains of ruptured implants, skin cancer, burning pain in breast, hands and feet turn white with cold, joint tenderness, muscle aches, pains and weakness, loss of memory, reflex and balance, photosensitivity, sleep disturbance, easy bruising, bladder problems, fatigue, night sweats, nose and mouth ulcers, and tingling in arms.